Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/13/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the total number of procedures involved? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent a gastroplasty procedure on an unknown date and suture was used. During the procedure, the suture is breaking during suturing in the procedure, often with this surgeon. Once, the needle-holder instrument had slots, it was identified that would cause this break, however, the needle-holder was replaced and the incident happened again. There were no patient consequences reported. Additional information was requested.